Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defibrillation not possible" message and the device did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical for evaluation. Instead, data files from the event were provided for review. The customer's report was observed during review of the data files. However, all observations within the different logs could not be used to determine the cause of these issues. Without the device being evaluated, root cause could not be firmly established. Analysis of reports of this type has not identified an increase in trend.